Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman flx pro closure device and delivery system (wds) was implanted prior to the arrival of boston scientific (bsc) clinical support. The bsc representative received communication that the patient began to feel unwell, and it was found that the device had embolized that afternoon and was in the left ventricle outflow tract (lvot). The patient was sent to the cardiovascular (cv) operating room (or) for preparation of retrieval via open heart surgery. The patient coded during surgery and was placed on life support. The family removed the patient from life support on (B)(6) 2024 and subsequently passed away.

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman flx pro closure device and delivery system (wds) was implanted prior to the arrival of boston scientific (bsc) clinical support. The bsc representative received communication that the patient began to feel unwell, and it was found that the device had embolized that afternoon and was in the left ventricle outflow tract (lvot). The patient was sent to the cardiovascular (cv) operating room (or) for preparation of retrieval via open heart surgery. The patient coded during surgery and was placed on life support. The family removed the patient from life support on (B)(6) 2024 and subsequently passed away.

Manufacturer narrative:
Device evaluated by MFR.: a watchman implant (closure device) was returned in a jar of liquid (formalin). The delivery system was not returned. The device was visually and microscopically examined. Visual inspection found no damage or defect. Microscopic inspection found no damage or defect. Product analysis could not confirm the reported event as clinical circumstances could not be replicated and the delivery system was not returned. Media from the clinical procedure was provided to boston scientific corporation (bsc) and reviewed by a member of the bsc global medical safety organization. The media review report concluded: procedural transesophageal echocardiography (tee) and three (3) fluoroscopy video loops were submitted for review. The laa has 2 main lobes. The tee video loops show that the device is in a proximal and tilted position in higher angle views, not meeting position, anchor, size and seal (pass criteria. In addition, diameter measurements shown are underestimated (not outer edge to outer edge), showing 20 when it would be 23 in lower angle views and up to 27 in higher angle views in which there is a flat distal face of the device. Hence, the device is also under compressed. The proximal and tilted position, as well as the under compression likely have contributed to the device embolization.

Manufacturer narrative:
Device evaluated by MFR.: a watchman implant (closure device) was returned in a jar of liquid (formalin). The delivery system was not returned. The device was visually and microscopically examined. Visual inspection found no damage or defect. A second microscopic inspection was completed, and it was found that two struts were fractured. Product analysis could not confirm the reported event as clinical circumstances could not be replicated and the delivery system was not returned.

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman flx pro closure device and delivery system (wds) was implanted prior to the arrival of boston scientific (bsc) clinical support. The bsc representative received communication that the patient began to feel unwell, and it was found that the device had embolized that afternoon and was in the left ventricle outflow tract (lvot). The patient was sent to the cardiovascular (cv) operating room (or) for preparation of retrieval via open heart surgery. The patient coded during surgery and was placed on life support. The family removed the patient from life support on (B)(6) 2024 and subsequently passed away.